Event description:
The nurse reported that they had a male patient in bilateral restraints and he was strong enough to break the blue soft portion of the restraint which ripped in half with one single yank by the patient. The white snap remained intact. Another wrist restraint was applied and the patient was immediately able to rip the blue padding. The padding ripped at the point where the snap mechanism is attached to the blue padding. The nurse did not provide any previous medical condition only that the patient was very strong due to his work history on a cattle farm. There was no patient or staff injuries that occurred.

Manufacturer narrative:
The product has been requested to be returned but has not been received. The reported issue that the patient was extremely strong, his medication did not take effect at the time he was restrained and that he yanked on the device could be contributors to the device breakage. (B)(4).